Event description:
This procedure was performed in the right sfa. Physician placed markers and only deployed 20mm of the stent. When it seized up and could not deploy, the physician then pulled the system out and found 20mm was still left in the pt. The physician post dilated the remaining 20mm. He tried to use a protege everflex to stent inside the remaining 20mm; however, it would not cross. The pt is reported as doing fine.